Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump to lab use only (luo) testing equipment. The pst observed the roller pump maintain consistent operation for several hours with no disruption to the display output. The roller pump was partially disassembled to examine the display, graphics board and all associated connections with no observation of any defects. There was no damaged indicated on the power cord. It was determined that the roller pump met specification. During testing of the device at the service center, the service repair technician (srt) also could not duplicate the reported issue with the display. Since the issue was possibly intermittent, he replaced the display. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb) whereby the six inch roller pump screen went blank. The central control monitor (ccm) was used to control the pump and it was noted that the knob remained functional, and just the local user interface was blank. There was no change out, no delay, no blood loss, and the surgery was completed successfully.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display went blank. The roller pump was rebooted and the issued resolved temporarily before going blank again. The central control monitor (ccm) was used to control the roller pump and the roller pump knobs were still functional. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The fsr replaced the roller pump and performed testing successfully. The unit operated to the manufacturer's specifications.